Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm and speaker issues were verified while based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump's alarm sound was not annunciating. It was also reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 154 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.